Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to damage on the circuit board of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image noise. The issue was found during set up of the device. There was no patient involvement.